Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis home patient experienced a leaking transfer set. This occurred during peritoneal dialysis therapy. The leak was described as a tube leak; however, the location of the leak was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection, leak testing, clear passage test and clamp function test was performed. The reported condition was verified with a hole in the tubing during sample analysis. The reported condition was verified and the cause was determined to be a hole in the tubing. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.